Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and unable to prime. All of the buttons functioned properly, no damage in the keypad assembly, no button error alarm during our testing and no unlocked lcd keypad connector during our visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The father reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. Customer was treated with a bolus and manual injection for their blood glucose. It was also found the customer was feeling thirsty due to their high blood glucose. Troubleshooting was not completed as the father declined to check for site/insulin issues and leaks or air bubbles. It was also found the customer had a button error alarm and motor error alarm in the past. The customer's blood glucose was 169 mg/dl at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.